Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the lung on a laparoscopic lobectomy, the surgeon was able to press the green button and squeeze the handle but device did not fire at all during the third firing. They took another device to complete the case. There was no patient injury.